Event description:
It was found that the patient left siderail would not latch/lock in the full up position due to a broken/damaged patient left center column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.